Event description:
The customer contacted the company's customer experience team via email and stated that they were experiencing difficulty removing the device. The company's customer experience team followed up via email with removal tips and advice, and the next day the customer responded stating that they were unable to remove the device on their own and had to go to their doctors for assistance that morning. This was the first time the customer had used the device and stated that it was in place for approximately 16 hours before they were able to get it removed. The customer had tried multiple removal techniques as well as obtaining assistance from their husband but were not successful. The customer went to a walk-in clinic for assistance with removal. A nurse practitioner experienced difficulty removing the device but eventually removed it successfully with forceps. No adverse symptoms were reported by either the customer or the medical provider during or after removal of the device. The customer was advised to discontinue their use of the device and follow up with their primary care provider. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.